Event description:
During troubleshooting for a reload the set (rls) 202 alarm (addressed in a related complaint) which occurred on the home choice (hc) during prime/ patient not connected. The care giver (cg) stated the cassette was leaking. The technical service representative (tsr) explained to the cg that they needed to start over with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. Sample was not returned; therefore, no evaluation could be performed. The assignable cause could not be determined. Should additional information become available, a follow up MDR will be sent.